Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the image provided, filter deployment inferior to the renal takeoffs cannot be confirmed. Based on the image provided, filter position within the ivc confines cannot be confirmed. Based on the image provided, one filter arm was demonstrated to be perpendicular to the filter with the arm extending superior to the filter apex can be confirmed. Based on the image provided, two filter legs were crossed at the caudal anchor can be confirmed. Conclusion: the device was not returned for evaluation. However, images were provided and reviewed. Based on the provided images, the investigation can be confirmed for the material deformation and crossed filter legs upon deployment. The investigation was inconclusive for the reported difficulties removing the filter. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter in a tortuous ivc, upon deployment of the filter, one of the filter legs was bent upward and in to a renal vein. An attempt to retrieve the filter was made with a snare device but was unsuccessful. It was further reported that biopsy forceps were used to capture and retrieve the filter. Reportedly, another filter was deployed and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter in a tortuous ivc, upon deployment of the filter, one of the filter legs was bent upward and in to a renal vein. An attempt to retrieve the filter was made with a snare device but was unsuccessful. It was further reported that biopsy forceps were used to capture and retrieve the filter. Reportedly, another filter was deployed and the procedure was completed. There was no reported patient injury.